Manufacturer narrative:
The date of the event was previously reported as (B)(6) 2014. However, this date no longer applies, as the exact event date remains unknown. The date of the original report was updated/corrected to the original date. The type of reportable event was updated/corrected to serious injury.

Event description:
It was indicated that there had been approximately four pumps that had intermittent stalling issues. There was no patient information, drug information, associated symptoms, interventions, or outcomes provided. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that all four pump stalls the manufacturer&#38112;representative had been involved with since (B)(6) 2014 were in analysis. The reporter believed that all the stalled pumps were infusing compounded medication. The reporter mentioned he was &#49605;tting grief&#55297;bout how many incidences there have been.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).